Manufacturer narrative:
Fractured part of screw could not be removed from dental implant. The implant had to be explanted. Due to missing parts of prostetic and screw an analysis is not possible.

Event description:
Fractured part of screw could not be removed from dental implant. The implant had to be explanted.